Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler locked, not letting the load go off. There was no patient injury.

Manufacturer narrative:
This report 1219930-2018-01079 was sent in error as a duplicate for MFR report number: 2647580-2018-01230, any additional information received in the future will be captured and submitted under the report number 2647580-2018-01230. If information is provided in the future, a supplemental report will be issued.